Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back stating the received the replacement device and wanted to let mdt know the pt is still having the same issue of the implantable neurostimulator (ins) getting hot inside the body when they are recharging. Pt states they left message for the managing physician because they think the issue is due to the ins needing to be replaced due to normal battery depletion.

Event description:
It was reported that patient (pt) states he just replaced his hand-held controller and now device doesn't shut off and his implantable neurostimulator (ins) became hot. Pt states used to shut off after 100% and now keeps going. Patient also said that the recharger gets hot. Agent sent request to repair for recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID 97755-s; serial# (B)(6) product type recharger was returned for product analysis. Analysis found electrical failure. Specifically, poor recharge quality message was observed. Recharger telemetry module (rtm) never got hot after running it for 10 minutes. The arrow is rubbing off. This does not impact the functionality of the recharger. Recorded the two values: highest number (100) low number (100). The unit was scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.